Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the low-voltage right ventricular (rv) lead, decreased sensing was observed and the placement of the lead was changed several times until optimal values were found. Approximately four days following implant, a decrease in rv sensing was observed with intermittent undersensing, along with a rise in the ventricular threshold measurement. The output was adjusted and the rv lead was scheduled to be revised. The lead was replaced. No patient complications have been reported as a result of this event.